Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to use the smart device's bluetooth settings to forget all devices and then re-pair the smart device and transmitter. No additional patient or event information is available.